Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was changed to address the event. The customer used apdira insulin. Tandem's technical support educated the customer on insulin/cartridge labeling. Blood glucose was 383 mg/dl.